Event description:
Sedation and paralytic drips being given through trifuse. Drips and trifuse changed at 14:20. At 15:00 infant's hr up to 200 from 150. Bp up and sats down to 70s. Fi02 increased from 43% to 72%. Pavulon and fentanyl bolus given through pump and trifuse. Dr. Notified and 10cc/kg 5% albubumin given. 16:00 noted child moving and discovered wet area on bed and trifuse wet. Trifuse replaced, fentanyl and pavulon bolus given through new trifuse. Vital signs returned to normal. Eval of device determined leak occurred at female leur connector of trifuse. Duplicated with several syringes and leur connectors.

Event description:
Sedation and paralytic drips being given through trifuse. Drips and trifuse changed at 14:20. At 15:00 pt's hr up to 200 from 150. Bp up and sats down to 70s. Fio2 increased from 43% to 72%. Pavulon and fentanyl bolus given through pump and trifuse. Dr notified and 10cc/kg 5% albumin given. 16:00 noted pt moving and discovered wet area on bed and trifuse wet. Trifuse replaced, fentanyl and pavulon bolus given through new trifuse. Vital signs returned to normal. Evaluation of device determined leak occurred at female luer connector of trifuse. Duplicated with several syringes and luer connectors.